Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to (B)(4) has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
Patient later reported ¿balls have appeared in my whole body, relevant itchness, and eyes have become yellowish and the skin still presents itchness," anemia, weakness, fainting, ¿hypothesis of liver hepatitis¿, ¿lack of appetite,¿ and ¿diagnostic as hodgkin's lymphoma, located at the thorax.¿ healthcare professional did not feel abnormalities were present. The events of itchiness, "balls have appeared," yellow eyes, anemia, weakness, liver hepatitis, lack of appetite, and fainting are unrelated to the breast implant.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of lump/nodule, lymphadenopathy, and lymphoma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. The reason for reoperation is lymphoma. Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time. These are known potential adverse events addressed in the product labeling.

Event description:
Patient's relative reported that patient developed lymphoma a year following implant. Lumps presented ¿near to the breasts and near the chest.¿ treatment included 8 chemotherapy and 20 radiotherapy sessions. Due to the ¿recall of mammary implants,¿ patient questioned if the implant caused the event. Patient later reported "atelectasis paramediastinal right upper lobe, lymph node enlargement involving the entire mediastinum and pulmonary hilum," and "granulomatous areas" identified via CT scan and biopsy. The device remains implanted. This is for the right side.